Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an angioplasty procedure on a child, the tip of the 5f braided catheter detached in the patient. The physician successfully externalized the foreign body from the patient liberating the vessel. An additional catheter was used to complete the procedure, no additional patient consequences to report.